Manufacturer narrative:
Date of event was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they were recharging their implantable neurostimulator (ins) too frequently and that the battery did not hold a charge for very long. The patient saw their healthcare professional (hcp) today and it was noted that they will most likely be changing out the battery. The indications for use for the implanted device were noted as complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.